Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, a roth net was used to retrieve capsule from stomach. The pt was not injured following the procedure.